Event description:
The manufacturer received information alleging the active exhalation value failed during a preliminary system test on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation value failed during a preliminary system test on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk. A philips service engineer (se) assisted the customer with this issue. The philips se recommended that the proportional valve and 3-way valve to address this issue. The parts were successfully replaced on the device. After replacing the parts on the device, the full system performance verification test was completed on the device.